Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena ¿touch panel of the front screen does not function¿ and ¿the image is not displayed¿ occurred due to failure of the printed circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel display was not functioning and did not go beyond the olympus logo due to faulty printed circuit board. There was no image on the monitor screen due to faulty printed circuit board. Additionally, there was dust inside of the device and wire was found corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer that the visera elite ii video system center¿s touch panel was not functioning. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.